Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.286 in x 0.153 in was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the 8mm mega needle driver instrument tip was broken. There was no report of patient involvement or patient injury.